Event description:
Information was received from multiple sources (manufacturer representative, friend/family member, healthcare provider) regarding a patient who was receiving bupivacaine (125 mcg/ml at 17.52 mcg/day) and unknown morphine drug (50 mg/ml at 7.003 mg/day) via an implantable pump for spinal pain indications. It was reported that the patient's pump was replaced due to normal battery depletion on (B)(6) 2022. It was reported that the patient was in the ER (emergency room) on saturday ((B)(6) 2022)/sunday ((B)(6) 2022) due to the patient having "extreme withdrawals" symptoms. It was noted that the pump was not alarming. Contributing factors included the recent pump replacement. The patient was given a shot of dilaudid and the symptoms went away. The physician told them that the pump was not working. The patient was redirected to their healthcare provider to further address the issue. It was unknown if the issue was resolved. The patient's weight, medical history, and status was asked but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial#: (B)(6). Implanted: (B)(6) 2016. Explanted: (B)(6) 2022. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 2017-08-14, UDI#: (B)(4). H3: analysis of the pump passed all testing in the laboratory and no anomalies were identified. Analysis of the catheter identified a sharp bend in the area of the transition tubing near the connector. Analysis identified an area of compression on the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative (rep) stating that the physician noted swelling with concern for fluid at pocket site. Patient was scheduled for a pocket revision/exploration. Upon opening the pocket, about 2 ml of bloody fluid was removed with a syringe. It was unclear what the fluid was in pocket. The physician was educated by representative on purpose of dye study to determine catheter integrity and the steps to performing. The physician performed catheter aspiration which revealed cerebrospinal fluid flow (csf) back flow into syringe. However, true dye study did not perform this date. Physician re-secured suture-less pump connector to pump. The physician was educated by representative on removal of drug from pump reservoir to ensure expected volume matches volume drawn up. The physician declined. He dissected around catheter and performed visual inspection of catheter. He then closed pump pocket incision and case completed. Priming of cap chamber and catheter performed. 2022-10-21 masres1 mpxr 986346 (rep): additional information received from the company representative (rep) stating the pump and catheter was replace. The hospital retained possession of the product. The hospital informed need to send product back for analysts. The hospital has return mailer kit. Hospital has medtronic warranty form. Pump expected reservoir volume 9.6ml removed 9.5ml from reservoir. New pump 8637-20 ngp753779h new catheter 8780 hg6fghj09. 2022-oct-31 wrty_151568 (hcp): document contained no new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (rep): additional information received from the company representative (rep) stating that the physician noted swelling with concern for fluid at pocket site. Patient was scheduled for a pocket revision/exploration. Upon opening the pocket, about 2 ml of bloody fluid was removed with a syringe. It was unclear what the fluid was in pocket. The physician was educated by representative on purpose of dye study to determine catheter integrity and the steps to performing. The physician performed catheter aspiration which revealed cerebrospinal fluid flow (csf) back flow into syringe. However, true dye study did not perform this date. Physician re-secured suture-less pump connector to pump. The physician was educated by representative on removal of drug from pump reservoir to ensure expected volume matches volume drawn up. The physician declined. He dissected around catheter and performed visual inspection of catheter. He then closed pump pocket incision and case completed. Priming of cap chamber and catheter perform ed. (B)(4) (rep): additional information received from the company representative (rep) stating the pump and catheter was replace. The hospital retained possession of the product. The hospital informed need to send product back for analysts. The hospital has return mailer kit. Hospital has medtronic warranty form. Pump expected reservoir volume 9.6ml removed 9.5ml from reservoir. New pump 8637-20 (B)(6) new catheter 8780 (B)(6) .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.